Manufacturer narrative:
No patient information provided as no patient was involved in this concern. During the onsite inspection, the medtronic representative reported that the issue was being caused by a faulty system board. The system board was replaced which resolved the issue. The replaced part has not been received by the manufacturer for further analysis.

Event description:
A medtronic representative reported that during gain calibration when holding down the power switch, lift and shift would engage. The system would boot up, but lift and shift would also happen. No patient was present during the time of the reported incident.